Event description:
It was reported that there were no p-waves showing in real time, and there was farfield r-wave oversensing. It was noted that the patient had transposition of the great vessels, and later had a mustard procedure. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 - ventricular nst (non-sustained tachycardia) <=200 ms on (B)(6) 2011 at 15:24:27 and 15:38:56.